Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient they changed settings to program 1 at 1.8 to resolve the reported issues. The patient stated that at the next appointment patient was able to empty bladder with less than 40 cc residual noted on the bladder scan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she felt like the ins was working to help emptying her bladder. Caller stated she had a follow up and the hcp did a bladder scan. Caller stated she was not emptying her bladder because she still had 160cc in her bladder. Caller stated the doctor recommended increasing from 1.8 to 2.0 on program 3. Caller stated 2.0 was too painful and uncomfortable so she decreased back to 1.8. Caller asked if she did anything wrong. Caller stated she has an appointment (B)(6) 2019 to address symptoms. There were no further complications.